Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: there were no pump reboot events observed in the black box. The battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the cover. No damage was found to the returned battery cap; it was able to carefully attach to the pump. A 24hr duration test was successfully completed with the returned battery cap and returned cartridge cap. No pump reboot events were duplicated. There was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial complaint, the display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the yellow o-ring at the battery cap was visible at the time of power interruption. It was reported that the battery compartment was cracked and the battery cap had not been replaced in four to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.